Manufacturer narrative:
Insulin pump received with no motor movement during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received a pump error alarm. The customer's blood glucose was 33 mmol/l at the time of incident. The customer was able to clear the alarm but unable to rewind the insulin pump. The customer declined the troubleshooting for high blood glucose levels. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The device is not expected to be returned for analysis.